Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an lead integrity alert (lia) on the right ventricular (rv) lead for sensing integrity counter (sic) from what appeared to be electromagnetic interference. Follow up concluded no intervention was performed. The device remains in use. No patient complications have been reported as a result of this event.